Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Due to the technician not analyzing the device, this complaint cannot be confirmed. It was reported from centennial hills hospital that a cart had a burnt odor and the unit felt warm to the touch on the top of the device. The account checked the error log and there were also no temperature warnings/errors and noted that the device appeared to be working as intended. Silver reef biomedical services was contacted about the cart and dispatched a service technician to be at the site. The service was cancelled before a technician went out to the site. Since there were no errors in the error log and the unit was noted to be functioning normally, it was decided that the next time the service company is on site they would verify the device was functioning as intended at that time. No repair checklist was required per crm. The root cause of the burnt odor and hot touch cannot be specifically determined with the provided information due to the technician not going to the site for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Product evaluated by external contractor.

Event description:
It was reported that the unit was smelling like it was burning plastic and was hot to the touch on top of the unit. No adverse events have been reported as a result of the malfunction.